Event description:
It was reported to the MFR as told by direct supply (dse) via the facility, an incident occurred involving a hoyer (B)(4) sling. Per facility, they used the sling for the first time to lift a resident out of the bed. The resident was in the sling over the bed and as they started to lift the resident, the sling tore right by the handle. The resident dropped down to the bed below. There were no injuries. Follow-up investigation is ongoing. This is a direct supply facility, as such no other info was obtained as the facility sites confidentiality issues. (B)(4) entered into system to retrieve the device for in-house eval.

Manufacturer narrative:
Joerns is sending report to sling MFR. The sling was delivered to user on (B)(6) 2012.